Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported difficulty advancing the thumb advancer was confirmed. The reported clip deployed on the end of the device was not confirmed based on the returned device condition as the device was returned with the clip present on the carrier tube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty advancing the thumb advancer, clip deployed on the distal end of the device and subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age - year of birth was reported as 1939. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer but the sheath was completely split. The trigger button was depressed and the clip was deployed; however, when the device was removed from the anatomy the clip was found in the distal end of the starclose se device. Manual arterial compression was applied to achieve hemostasis. The thumb advancer was attempted to be advanced outside of the patient anatomy and was unsuccessful. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.